Event description:
Manufacturer's ref: #(B)(4).

Manufacturer narrative:
The provided log also shows that the ventilator generated technical error indicating the ventilation stopped. The bio-med was able to switch both air and o2 gas modules and exchange the expiratory cassette with a known functional unit for troubleshooting. Our field service engineer (fse) investigated the ventilator on site. Both gas modules were removed to inspect the filters and valves. The inspiratory pipe, expiratory channel printed circuit board (pcb) and pressure transducer connections were also checked. The components did not have any damage or mechanical defects. Further investigation revealed that the control pcb was faulty and that the issue was resolved by replacing the pcb. After the replacement, the unit passed all functional and safety tests per factory specifications and was returned to customer for clinical use. Our conclusion is that the replaced part was the cause of the failure. However, the root cause of why the part failed has not been established by this investigation as the replaced control pcb was not returned for investigation.

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).